Event description:
The caller reported an issue with their continuous glucose monitor (cgm) and a high blood glucose event. The highest blood glucose level was unspecified but displayed as "high" on both the cgm and blood glucose meter. Despite the high level, there was no adverse impact on the customer's condition requiring third-party assistance. The customer took corrective action by administering a correction injection via multiple daily injections (mdi). It was also noted that the control iq feature was active, but due to the pump not reconnecting to the sensor after a power failure, the control iq was not functioning properly. The customer declined further supplies or a system check, and no additional assistance was necessary.